Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was unexpected battery longevity with the implantable pulse generator (ipg). The patient was seen in clinic and device longevity estimate was eleven months. The patient was seen in clinic again six months later where it was discovered the device had triggered elective replacement indicator (eri) approximately one month after previous visit which indicated eleven months of longevity remaining. The patient was admitted to the hospital for monitoring and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.